Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Adr reported information: date of incident: (B)(6) 2024 before using a disposable sterile insulin syringe to draw medicine, the nurse checked and found a foreign matter on the syringe needle and stopped using it immediately. Report adverse events. Call center confirmed with the customer on august 22th, but no one answered. If any update will be sent by email. Sample availability: unknown. Sample availability details: unknown.